Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a popping sound was coming from the tube head of the 9800 system. It was also reported that the monitor when black. Rebooted system. There was no report of patient injury.